Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented for follow up in clinic, noise was noted on the right ventricular (rv) lead. Programming changes were made to prevent any inappropriate therapy. Couple of days later, the therapy was turned off. No further intervention was performed. The patient was stable.